Event description:
It was reported that during central processing, the prograsp forceps instrument was not grasping. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. If pin returned: the pin outer diameter measures approximately 0.625" at the swaged end compared to the nominal pin diameter of 0.725". Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.